Event description:
During the implant of a left ventricular assist device (lvad), it was reported by the perfusionist that during the tunneling of the lvad percutaneous lead, the percutaneous lead strain relief adjacent to the blue "o" rings fractured in what appeared to be a clean break. The tunneling was in normal fashion and angle with normal force. A decision was made to exchange the pt's lvad with another lvad. The pump exchange was without issue and pt returned to the cticu in stable condition.

Manufacturer narrative:
The device has returned to the MFR and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.